Event description:
It was reported that the patient experienced bradycardia. It was noted that high capture thresholds and low sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.